Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Additional information obtained from the customer indicated that the unit failed message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.